Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) for an atrial tachycardia with rapid ventricular response (rvr). Then at a later date, atrial ectopy caused right ventricular (rv) trigger pacing, which was thought to have caused an arrhythmia. The device delivered subsequent anti-tachycardia pacing (atp) to convert the arrhythmia. No additional adverse patient effects were reported. The device remains in service.